Manufacturer narrative:
Follow-up correction: the initial medwatch report mistakenly references report 3009222247-2017-00018 as relating to the same event. Report 3009222247-2017-00018 is not associated in anyway with this medwatch report.

Manufacturer narrative:
Additional medical device report numbers for medical devices involved in the same event described in this submission: 3009222247-2017-00007, 3009222247-2017-00008, 3009222247-2017-00009, 3009222247-2017-00010, 3009222247-2017-00012, 3009222247-2017-00013, 3009222247-2017-00014, 3009222247-2017-00015, 3009222247-2017-00016, 3009222247-2017-00017, 3009222247-2017-00018. Additional information per section: weight information was not available. Additional product code: hrs: plate, fixation, bone. UDI: not available. Primary di number: (B)(4). Investigation: the actual device associated with this MDR was not returned, therefore the device could not be inspected and the lot number is not available for a review of the DHR. An overall review of the DHR and ncr files for the product subject of this complaint was conducted. There were no findings that could have contributed to this MDR. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been reported that revision surgery was conducted for a miami device solutions (mds) proximal humerus plating system implanted on (B)(6) 2017. Revision was due to nonunion. During removal surgery all implants were found to be in good condition. All parts were explanted and replaced with new mds implants, which included a longer proximal humerus plate than the one originally implanted. Surgery was completed without any known complications.